Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time, caregiver informed customer is nursing home for couple of months due to other non-diabetes related (customer fell).

Event description:
Consumer reported complaint for high blood glucose test results. The caregiver is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The expected fasting blood glucose test result range is 105-120mg/dl. The customer did not report symptoms at the time of the call. Medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is 4/8/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time, caregiver informed customer is nursing home for couple of months due to other non-diabetes related (customer fell).

Event description:
Consumer reported complaint for high blood glucose test results. The caregiver is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The expected fasting blood glucose test result range is 105-120mg/dl. The customer did not report symptoms at the time of the call. Medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is (B)(6)2019. The meter memory was reviewed for previous test result history. Result 1 : 154mg/dl, date: (B)(6) 2019, time: 6:52am, unknown. Result 2 : 157mg/dl, date: (B)(6) 2019, time: 6:28am, unknown. Result 3 : 244mg/dl, date: (B)(6) 2019, time: 12:01pm, fasting. Result 4 : 247mg/dl, date: (B)(6) 2019, time: 9:03am, n/fasting. Result 5 : 302mg/dl, date: (B)(6) 2019, time: 7:02am, n/fasting.